Event description:
The pt used to turn the stimulator off every night, but was told by his healthcare provider that he didn't have to do this. The pt had not used the pt programmer to turn the stimulator off for about 1.5 months. In (B)(6) 2010, the pt's right hand began shaking; the left hand was fine. The pt was unable to turn his stimulator off; he "only sees a red light". It was noted that when all 6 buttons on pt programmer were pressed, only the 9v light came on. No other lights appeared. The pt heard a beep when the battery was inserted. The pt programmer was replaced. The pt was unable to turn the stimulator off with the replacement pt programmer; only getting the 9v light on replacement pt programmer. The status lights were assessed. The pt reported that the programmer passed the self test with the beep and all four lights coming on. Following the self test, the pt continued to only see the 9v light. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).